Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the employee was requesting permissions. A technical support specialist remoted into the system and observed an error indicating insufficient rights. The user did not have the required permissions, preventing user from pulling or adding medication and was advised that user access needed to be corrected and directory of nursing was assigned to resolve the access issue. The system functioned as intended after the technical support specialist inspected the issue.